Event description:
Literature title: ocular parameters associated with visual performance of enhanced monofocal intraocular lens. A retrospective study was done to find out which ocular parameters affect vision performance and photic phenomenon of tecnis eyhance icb00 or tecnis eyhance toric diu at different distances. A total of 58 eyes of 43 patients underwent cataract surgery and were implanted with either the tecnis eyhance icb00 (n=37 eyes of 28 patients) or tecnis eyhance toric diu (n=21 eyes of 16 patients) iols. At 1-month post-op, it was reported that the postoperative average value of the intraoculer lens (iol) decentration amount was 0.25 ± 0.17 mm (range 0.04, 0.63 mm, median 0.22 mm). The spherical aberration (microm), vertical coma (root mean square, microm), and horizontal coma (root mean square, microm) values were reported as follows: spherical aberration (microm): near: -0.517. Intermediate: -0.239. Distance: 0.194. Vertical coma (root mean square, microm): near: 0.031. Intermediate: -0.115. Distance: 0.156. Horizontal coma (root mean square, microm): near: -0.146. Intermediate: -0.194. Distance: 0.151. Additionally, it was reported that deeper anterior chamber depth (acd) was associated with poorer total quality of vision (qov), particularly in glare, halo, blur, and fluctuation perception. (Counts / averages / percentages of adverse events were not reported) there were no clear distinction on which values were attributed to which device. A copy of the article is provided with this report.

Manufacturer narrative:
Section a2: age/date of birth (months): ages are 65.6 ± 8.8. Section a3: sex/gender: (male: female): 20:24. Section a4 & a5: information unknown, not provided. Section b3: date of event: exact dates not provided, article acceptance date is 18 january 2024. Section d4: model number: unknown, information not provided. Section d4: a complete catalog number is unknown as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: not applicable, as lens was not explanted. Section h3- the device was not returned for analysis. The serial lot/serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: citation: da ran kim, young chae yoon, woong-joo whang, ho sik hwang and kyung-sun na, ocular parameters associated with visual performance of enhanced monofocal intraocular lens, (2024), bmc ophthalmology; 24 : 74. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.